Event description:
During pta of a lesion in the anterior tibial artery with a pta savvy balloon catheter, the balloon could not be deflated during withdrawal. A diagnostic and a guiding catheter were used to remove the device. The lesion was 9 mm in length in a 3.3 mm vessel diameter with 85% stenosis. There was no calcification, angulation or vessel tortuosity. The product was not resterilized. It was prepped per IFU. No anomalies were noted during prepping. The brand of contrast as well as the contrast to saline ratio used are unknown. The manufacturer of the inflation device used is also unknown. However, the same indeflator used during prep was used in the procedure. When the physician inflated the savvy balloon, it was successful. However, during the second inflation at unknown inflation pressure, the balloon could not be deflated. It is not known how long the desired inflation pressure was maintained before deflation was attempted. There was no leakage or dissection noted. The balloon catheter was never in an acute bend. The patient was in stable condition following the procedure and did not suffer any adverse event as a consequence of the failure. The product was also intact upon removal from the patient.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During pta of a lesion in the anterior tibial artery with a pta savvy balloon catheter, the balloon could not be deflated during withdrawal. A diagnostic and a guiding catheter were used to remove the device. The lesion was 9mm in length in a 3.3mm vessel diameter with 85% stenosis. There was no calcification, angulation or vessel tortuousity. The product was not resterilized. It was prepped per IFU. No anomalies were noted during prepping. The brand of contrast as well as the contrast to saline ratio used during the procedure is not known. The manufacturer of the inflation device used is also unknown. However, the same indeflator used during prep was used in the procedure. When the physician inflated the savvy balloon, it was successful. However, during the second inflation at unknown inflation pressure, the balloon could not be deflated. It is not known how long the desired inflation pressure was maintained before deflation was attempted. There was no leakage or dissection noted. The balloon catheter was never in an acute bend. The patient was in stable condition following the procedure and did not suffer any adverse event as a consequence of the failure. The product was also intact upon removal from the patient and returned for analysis. One non sterile catheter savvy 3.0mm x 10.0cm 120.0cm was received coiled inside a plastic bag. Excessive contrast medium residues were observed in the unit. The balloon was received partially inflated. The balloon was found pushed distally towards the tip which was wrapped by the balloon and both marker bands were found out of position, the proximal marker band was found positioned in the inflation lumen nearer to the proximal seal. There were blood residues observed in the returned device. No other anomalies were observed on the returned device. Performing a functional test was not possible since there was a restriction of flow on the received unit due to excessive contrast medium residue; the unit was placed in the heating circulator with water at 38 c grades during 1 hour to remove the contrast medium found; however residues of contrast could not be removed. A cross-sectional analysis was performed on the unit and the proximal marker band was found glued correctly over the inner body. The marker band was found glued at approximately 10.0cm from the distal tip end. In addition the marker bands distance was measured and was found to be within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of deflation difficulty was confirmed, since the device was received partially inflated; however the cause of deflation difficulty could not be determined since a functional test could not be done due to excessive contrast medium residues found in the balloon and inflation lumen. The balloon wrapping around the end of the tip and the marker bands out of position can be related to procedural factors such as withdrawing the device through a csi while the balloon is still partially inflated, this action would push the balloon towards the distal end resulting in a shifting of the proximal marker band. While the exact cause for the balloon deflation difficulty, since we don't know the length of time of inflation and the contrast to saline ration, could not be determined; there are controls are in place to detect balloon damage and marker band dislodgement and to prevent damaged products from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.